Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported errors were confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. On startup the unit displayed 1-87, m-02-3 errors.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error code m-02 occurred intermittently on the integrated electrosurgical unit (iesu) erbe generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and the replaced the iesu erbe generator. The system was tested and verified as ready for use. Isi has received the erbe generator; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.